Event description:
Additional information was received that the event occurred during an in-clinic follow-up. The noise resulted in myo-potential oversensing. The event was resolved by reprogramming.

Event description:
During remote follow-up, episodes of oversensing were observed on the device. Technical support contacted for advising. No intervention has been performed at this time. The patient was stable and there were no consequences.